Event description:
It was reported that a female patient who underwent breast augmentation revision with a 330cc mentor memorygel xtra breast implant experienced left sided hematoma post procedure. The hematoma was diagnosed through ultrasound. As a result, replacement with a 325cc mentor memorygel xtra breast implant was performed on (B)(6) 2022.

Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 9719724 number, and no non-conformance's were identified. Reason for device explant and/or reoperation: hematoma. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer¿s reference number: (B)(4). On (B)(6) 2022 mentor became aware that the serial number (d4) was erroneously omitted from the initial report submitted. The correct value has been populated with this report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on november 23, 2022. The investigation of the returned device was completed by the failure analysis lab on november 28, 2023. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).